Manufacturer narrative:
The "approximate age of device" is 7 months. The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned. A correlation between the device and the reported event of ventricular tachycardia and suspected pump dysfunction could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had ventricular tachycardia and suspected pump dysfunction as evidenced by the aortic valve opening with every beat at 9200 pms per echo from (B)(6) 2014. The pt's lactate dehydrogenase (ldh) remained less than 700. The pt was moved to status 1a on the transplant list and received a heart transplant on (B)(6) 2014.